Event description:
Additional information was received on (B)(4) 2012, when the physician's dell x5 handheld computer and associated flashcard were received by the manufacturer for analysis. The allegation of the handheld freezing during interrogation is due to a computer software error. No anomalies were identified with either the returned handheld or software. Both the handheld and software performed according to functional specifications.

Event description:
It was reported by a company representative on (B)(6) 2012 that the physician's handheld device was freezing during the interrogation successful screen. Company representative tried a hard reset, but this did not resolve the issue. A new handheld was requested and shipped to the physician. The handheld has not been returned for product analysis.